Event description:
It was reported that the patient had a head knock last year, and now there are some bulges at the lead site, which hurts when the weather changes hot and cold. It was recommended to go back to the hospital for examination in time and communicate with the doctor for follow-up treatment. It is unknown if the issue has been resolved at the time of the report.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 13-apr-2024, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 13-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.